Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a secondary infusion of carboplatin was observed to flow upwards toward the drip chamber of the primary tubing. The pump was not operating at the time of the event and the clinician in attendance notified pharmacy to prepare a new dose to intiate and complete the infusion. There is no report of patient harm.